Event description:
Robotic instrument cadiere had a broken cable that was removed from the patient after the instrument broke. Given to risk management for review. Notified davinci of the instrument failure with 17/18 lives left on it. The instrument was intact except for the broken cable that was retrieved.